Event description:
The patient was being intubated during a code situation. The fi02 alarm activated the internal oxygen alarms. The ventilator was immediately replaced with another ventilator. There was no patient harm. Biomed repaired the ventilator.